Event description:
Customer reports feeling dizzy with result of 69 mg/dl obtained on the aviva system. Customer self treated with a rice crispy treat, and obtained the following results: 70 mg/dl (23:44), 215 mg/dl (23:52), 73 mg/dl (23:55), 77 mg/dl (23:56), and 313 mg/dl (24:01). No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.